Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced a delayed keypad response time.  Additionally during incoming device evaluation assessment (idea) testing the keypad was found to not be functioning properly. The cause was identified to be the processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump a delayed keypad response was observed as well as the keypad not functioning properly. No additional information is available.